Manufacturer narrative:
Date of event - estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of recurrent mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the available information, a cause for the reported single leaflet device attachment/slda could not be determined. The reported recurrent mr appears to have been the result of the reported slda. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with an mr grade of 4. Two clips were implanted, reducing mr to 1. Sometime during (B)(6) 2021, echocardiogram was performed, which found that one of the clips detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr increased to 3-4. On (B)(6) 2021, a second mitraclip procedure was attempted. A third clip was placed, reducing mr to 1; however, because the gradient increased to 8-10mmhg, the clip was not implanted. Mr remains 3-4. No additional information was provided.